Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 400 mg/dl. It was stated that the customer was treated with insulin drip. Troubleshooting was performed. Ran a self test and the device passed the test. The basal, daily totals, bolus and alarm history were correct. The nurse stated that an infusion set and reservoir were not available to perform the fixed prime and high pressure tests. No further information was provided.